Manufacturer narrative:
The investigation of the reported complaint is inconclusive. The device is not being returned and no photograph evidence was provided. Therefore, the reported failure could not be verified, root cause could not be identified. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. This device is not manufactured by conmed; therefore, a DHR was unable to be reviewed. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there has been a total of 62 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Please note, however, because this is a reusable device, the potential number of uses is not considered in this failure rate. The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including to avoid lateral stresses to the instrument or device function may be compromised. In the IFU, the user is advised to avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument.. To facilitate sterilization and proper function of the device, clean suture passer properly after each use. Prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the distributor reported an issue with the spectrum autopass suture passer, item # smi-02ap, serial # (B)(4) that occurred (B)(6) 2019 at clinica versalles, during a rotator cuff repair involving a (B)(6)-year old. It was reported only " broken lower jaw". It was indicated that there was no impact or injury to the patient and the procedure was successfully completed with no delay by using other equipment / an alternate device. Additional information was obtained and clarified that the lower jaw broke, detached and fell into the surgical site. The broken piece was removed from the patient using a clamp and no device fragments remained. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.